Event description:
The advocate stated the customer received a blood glucose reading of 400mg/dl from the contour next link. The pump administered insulin and customer experienced some shakiness. Approximately 15 minutes later he retested on the meter and the reading was 40mg/dl. Further information was not provided. The advocate was advised to return the test strips for evaluation. Replacement test strips and new meter were sent to the customer.